Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, the customer's doctor believes the device is having a motor issue. The doctor let the customer barrow another insulin pump for a week and the customer had no issues. Customer's blood glucose has been high. Customer has to prime the tubing up to nine times before it work. The device continues to alarm no delivery. Customer's father was advised to call back when the alarm occurred to perform proper troubleshooting. The device is not returning for analysis.